Event description:
When the surgeon pulled the extension from the pocket to the leads, the plastic stylet attached to the tunneling tool broke and was lodged in the neck of the patient. Patient symptoms and outcome were not available. A follow-up report will be submitted if additional information becomes available.